Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough, resulting in elevated blood glucose levels of 350-400 mg/dl. The issue occurred with 2 infusion sets.